Event description:
The pump was returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor flex. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. Recall # 2531779-03/24/2010-003-r. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a damaged force sensor flex.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.